Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ECG showed suspected oversensing. The oversensing could not be reproduced. There were no consequences to the patient. No further information is available.